Manufacturer narrative:
There are many factors that could result in the failure of a bioprosthetic a valve, the most common of which is regurgitation or stenosis caused by pannus and/or calcification. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. The device was not returned to edwards for evaluation as it remained implanted. Therefore, the device evaluation was not able to be completed and the root cause for the regurgitation remains indeterminable; however, patient related factors and the progression of the patient¿s underlying valvular disease pathology likely contributed to the event. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported via the implant patient registry that a 27mm pericardial mitral valve was disabled after an implant duration of approximately eight years and nine months due to severe bioprosthetic mitral valve regurgitation. Per obtained medical records, the patient presented with worsening palpitations with associated shortness of breath, orthopnea, lower extremity edema, and dizziness. The patient underwent successful transapical mitral valve in valve replacement with a 29mm transcatheter valve. Transesophageal echocardiogram revealed no evidence of perivalvular insufficiency and a well-functioning stented valve. The patient was taken to the ICU in critical, but stable condition at the end of the operation.